Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when customer's sensor glucose was 50 mg/dl and blood glucose was 189 mg/dl. Sensor had also alarmed calibration error alarms. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.